Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent microintroducer is confirmed; however, the exact cause is unknown. One photograph of a 4.5fr microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed the device was bent approximately 2 centimeters from the distal tip. Use residue was observed in the dilator tip. No other damage was observed from the returned photo. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results

Event description:
It was reported by the customer, pediatric patient with acute pancreatitis admitted to our department, on (B)(6) 2025, the nurse followed the doctor's orders to place a central venous catheter, the placement sheath was bent when performing a medium-length placement, the incident immediately replaced the placement sheath and checked for errors before continuing to place the catheter. This prolongs the time of catheterization and increases the pain of the pediatric patient. Additional information: it was reported the sheath was too soft and kinked during the puncture process and was discarded at the facility.